Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3888-56, lot# v125558, implanted: (B)(6) 2008, product type: lead. Product ID 3888-56, lot# v119990, implanted: (B)(6) 2008, product type: lead. Product ID 3888-56, lot# v107416, implanted: (B)(6) 2008, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported by the patient that he was lying down and he felt the voltage go from low to high. He then felt stimulation move from left to right in his body on its' own. There were no falls or traumas reported related to this event. An appointment was made to meet with the manufacturer's representative (rep) on (B)(6). The rep. Electronically changed the patient's stimulation program and reset it. The cause of the issue was determined to be that it was losing its effectiveness. After meeting with the rep. The issue was resolved.

Event description:
Additional information received from the manufacturer's representative (rep) reported that the patient&#38112;impedances were normal. The device was reprogrammed and the rep. Had not heard anything from the patient since then.